Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 161 mg/dl. The alarm had not cleared at the time of the report. Multiple attempts were made by tandem technical support to ensure the alarm was able to be cleared, however no response was received from the customer.